Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 18mg/ml at 9.7mg/day and morphine 40mg/ml at 21.558mg/day drug via an implantable pump. The indication for use was not reported. The healthcare provider reported a volume discrepancy. The arv (actual reservoir volume) 23.5 ml and the erv (expected reservoir volume) 5.5 ml. Per the healthcare provider there were no other discrepancies noted on past refills. The last refill was only ~0.4 ml's off. It was reviewed to check the pump logs, no stalls or unusual logs. There were no reported patient symptoms. The patient had not had withdrawal symptoms or even an increase in pain. The patient reported having 0 out of 10 for pain. The healthcare provider would contact the physician and report the volume discrepancy as the home care agency did not do troubleshooting.